Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital upon receiving a patient notification alert. Upon device interrogation with the programmer, device eri was observed. Prior device check showed battery longevity of two and half years and premature battery depletion was suspected. Device was explanted and a new device was implanted. Patient was stable prior, during and post procedure.